Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer returned an intraocular lens (iol) in a preloaded delivery system noting 'defective lens'. Additional information was requested.

Manufacturer narrative:
The device with the lens was returned loose in the carton. Viscoelastic is observed in the device. The plunger is oriented correctly. The plunger has been advanced into the loading area and is engaging the trailing haptic, placing the haptic onto the optic. The tip of plunger is near the optic edge. The lens is still in the lens loading area. The distal tip of the trailing haptic is placed on the optic. The leading haptic is in front of the lens in a proper position for advancement. No damage was observed to the lens. The lens is in an acceptable position for advancement. The device beveled tip is bent downward which may have occurred due to method of return. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified viscoelastic was used in the device. There was no problem found with the lens inside the device. The lens had been advanced slightly and was in an acceptable position for advancement inside the lens loading area. It was noted that a non-qualified viscoelastic was indicated. It is unknown if this may have contributed to the complaint. No further clarification has been provided by the customer for the complaint of 'defective lens'. The manufacturer internal reference number is: (B)(4).